Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate 3 system controller and the system monitor, unresponsive user interface buttons were confirmed during evaluation of the returned controller. The returned controller, serial number (B)(6), was connected to a system monitor, power module, and mock circulatory loop. Communication between the controller and system monitor was observed to be intermittent. The display, battery gauge, and alarm silence buttons were unresponsive. The right pump running light emitting diode (led) was observed to intermittently illuminate when display navigation button and the surrounding area was pressed. The controller was opened, and the observed issues were traced to a damaged user interface (ui) ribbon cable connector. The ui pcba was replaced with a known working test pcba and the controller passed functional testing. The controller was connected to a mock circulatory loop for an extended period and no issues were observed. The submitted and downloaded log files were reviewed and captured the driveline being disconnected on (B)(6) 2025 followed by the disconnection of both power cables. This is consistent with the controller exchange. There were no other notable events in the log file on the reported event date. The root cause of the communication and ui button issues was determined to be due to damage to the ui ribbon cable connector on the ui pcba. Incidental finding: reuse of single use product. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, instructs customers that sterile product, which includes the system controller, are intended for a single use only and should not be re-used or re-sterilized. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to use the battery power gauge, display, silence alarm buttons, as well as how to interpret the status of the system with the light emitting diodes (leds) on the user interface. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean all equipment including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller appeared be off and numbers could not be pulled up on controller display. However, the numbers were present when connected to the system monitor. Upon listening with stethoscope the pump was still on and running. The controller continued to lose connection to the monitor. The controller and modular cable were exchanged. The old controller would not register pressing silence or holding down the battery button to turn off. The ebb had to be removed to silence the alarm. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.